Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer stated that they tried to reboot storage space, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawer 2 failed intermittently. A field service engineer (fse) reseated all 6 row board connectors, both retractor band connectors and all pockets on drawer 2-1 and 2-2. Further, the fse released all pockets, removed all debris and tested the lids. The system functioned as intended after the field service engineer repaired the device.